Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt is experiencing intermittent stimulation and the scs leads have invalid impedance values. An x-ray has been ordered as the next course of action and the physician has determined surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.